Event description:
Boston scientific cardiac rhythm (crm) received info that one day post implant, this right atrial lead exhibited impedance measurements greater than 3000 ohms, with no sensing or pacing. Fluoroscopy did not show lead dislodgement. During the revision procedure, the lead was connected with the psa analyzer, returning measurements of 500 ohms. The physician elected to explant the lead and return for stat analysis. No reported malfunctions with the connected device and records indicate the device does remain implanted and in severe.

Manufacturer narrative:
The analysis did not reveal any sign of a material or manufacturing problem. The analysis did not show any deviations from the specifications that can be related to the issues mentioned in the complaint description. In particular, the measurement of the pacing impedance was within technical specifications.